Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a system message displayed during a procedure, and a pressure leak was observed inside the back of the unit when the doctor pressed the footswitch to activate the probe. The customer indicated the system primed fine before surgery. An alternate unit was used to complete the case. There was no harm to the patient.